Manufacturer narrative:
The date received by manufacturer has been used for this field. Other lot number includes 3212533 and other expiration date includes 2027-10-31. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Other lot number device manufacture date is 2023-08-21.

Event description:
It was reported that the bd syringe 1ml st bulk convenience pak leaked. The following information was provided by the initial reporter: "we are currently experiencing multiple leaking syringes with two lot numbers." We have received the below product problem report. Stevens ref # pc (B)(4) has been assigned to this issue. Upon completion, please provide a quality investigation letter detailing your findings. Please advise on next steps for quality investigation and customer resolution: ________________________________________ product problem report product information product code: 309701 product description: syringe hypo 1cc l/s conv pack && bulk ster bx/25 lot/serial #: (B)(6) expiry date: 2027-10-31 problem information we are currently experiencing multiple leaking syringes with two lot numbers. Occurrences: recurring reporter information reporter name: xxxxxx reporter position/department: material mgmt reporter phone: xxxxx reporter email: xxxxx@wrha.mb.ca site information xxxxxx sample information incident samples: yes -pending qty representative samples: yes- pending qty no adverse event reported ------------------------------------------- please find attached product complaint(s) for your investigational action for resolution, awareness and or replacement: scmss (internal) complaint #: (B)(4). Product name: syringe, IV sterile 1 ml product code & lot # (if available): 309701 lots #(s): 3212533/2321369 site: concordia hospital/pharmacy materials management contact at the site: xxxxx vendor/industry partner: 1. Respond to everyone included in this email-all communication until resolution of investigation. 2. Include scmss (internal) complaint number for reference in all communication 3. Contact site mat man (cc¿d here) directly for any questions concerning complaint details and/or returning of samples for investigation. If questions are clinical in nature- mat man to contact confidential-identified plaintiff for requested answers and forward to vendor. Materiel management: please keep all defective product(s). Please consult with vendor to validate if they accept contaminated products and/or if they require the return in a hazardous bag. If the contaminate is available only [e.g. Item discarded], please send a photo of the contaminate. Please follow site policy related to safe handling of contaminated products/goods. If product was involved in a critical incident, please have manager contact legal for assistance with any inquiries from vendors/industry partners concerning either the patient and or defective product in question.